Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "1.) The facility/hospital opted to start tpa via purge. It was successful in reducing purge pressures back to within normal range 2.) The patient was bridged to a heart transplant last month and the pump was discarded by the facility. No need for return kit. 3.) No other information available."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 71-year-old male patient presented to clinic on 8/25 with volume retention and was admitted for further evaluation and treatment. A balloon pump (iabp) was initially placed and was escalated to an impella 5.5. Due to some urinary clotting, he required blood transfusion. Urology determined there was an active urethral bleed, likely due to traumatic foley insertion, and was started on continuous bladder irrigation. He was taken to the or for bladder washout and repair. He did also experience some gi bleeding and again required blood transfusion. Due to climbing purge pressures, tpa was initiated through the purge, which helped to lower purge pressures. The patient was ultimately transplanted on (B)(6) 2025 without incident.